Event description:
It was reported that this rv lead was surgically abandoned on (B)(6) 2019 due to noise with oversensing, resulting in inappropriate shock. There was no pacing inhibition as the patient had normal sinus rhythm at 71. Rv pace/sense and shock impedances, sensing and thresholds were normal. Fracture was not observed on x-ray. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).